Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr3 footswitch device fell apart. It was initially reported that during shoulder rotator cuff repair surgery, the prong on the pedal broke. There was no surgical delay. An alternative device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device is shown in used condition as expected in reusable devices. The middle black knob and connector cap were missing. The pedal is rusted, the paint was found peeling due to aging in pedal and the connector pins were deformed. No other anomalies were noted. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU), for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the vapr3 footswitch *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.